Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy and experienced diaphragmatic stimulation and phrenic nerve stimulation. It was also reported the right ventricular (rv) lead helix exhibited retraction issues. It was noted the "fixation mechanism electrode after two attempts output, the fixation resets not;" indicating the rv lead helix extended but would not retract after two attempts. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.